Event description:
Immediately after implantation of this aortic prosthesis in this elderly man with severe aortic calcific disease, physicians observed "serious prosthesis insufficiency with high gradient." Also, the physicians believe that the valve's opening was reduced. Reoperation took place 27 days later (in 2000). At reoperation, the surgeons found no prosthetic dysfunction; they rotated the valve and left it in place. Following reoperation, no regurgitation was detected and the transvalvular pressure gradient decreased from the initial valve. The cardiologist thinks the gradient is still somewhat high. The pt survived reoperation.